Event description:
It was reported the intrathecal drug delivery pump was flipped or malpositioned in the pocket. The patient had a 100 lb weight loss and the suture loops had pulled the suture free from the fascia resulting in the pump flipping in the pocket. The patient's pain was controlled with the pump. The pocket was revised. The drug used in the pump was a mixture of hydromorphone, bupivacaine, and compounded baclofen. The patient recovered without sequela.